Event description:
It was reported to tyco healthcare/kendall in 08/2005 that a customer had a problem with a blood collection needle. According to the customer, the safety did not engage and the tech received a contaminated needle stick.